Event description:
It was reported that the bolt holding the caster of the navigation cart had broken off, which was noticed when the cart was being wheeled around. It was reported that a backup device was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that the bolt holding the caster of the navigation cart had broken off, which was noticed when the cart was being wheeled around. It was reported that a backup device was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.